Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. A longevity calculation was performed and was found to be within the expected limits. The cause of the battery depletion remains undetermined.

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.